Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system along with surgical lead on (B)(6) 2011. Pt came in to have lead turned on. X-ray analysis discovered that the lead had migrated towards the battery pocket site on the right side. A surgical revision has been scheduled. No further info is available.